Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by inamed. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
The physician reported four cases where the access port was explanted due to leaking from the base of the port. This case is the the fourth of the four reports. The physician was unable to provide any specifics on the individual cases. Although there is insufficient information to rule out whether this case may have been previously reported, or even if the event constitutes a reportable event against an inamed product, we have elected to accept the report at face value. This event is being reported as inamed's approach to compliance is to resolve all doubts in favor of reporting.